Event description:
It was reported that after the pocket was closed, during dft testing the patient had to be rescued externally due to several failed dft testing. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received late due to delay in receiving paperwork the reported output anomaly was confirmed via review of the stored egms. The device's functionality was normal and met all product specifications. The cause of the reported field anomaly could not be determined.